Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 6.5v. Retainer = black. Customer returned pump for an alleged pump error 63 alarm found on (B)(6) 2021 and a pump error 15 alarm three (3) weeks prior. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 15 and 63 alarms due to critical pump error (open book image) alarm. Successfully downloaded the trace/history files using thump. A review of the history files reveal on (B)(6) 2021 at 08:42 one (1) pump error 15 alarm (linenumber 1938 filenumber 0) is found in the history file due to a software error as per global logic analysis (esf# 3637736). Further review shows on (B)(6) 2021 at 12:47 pump error 63 (variable 15) alarms which caused the critical pump error (open book image) alarm, as per global logic analysis, possible hw, 3 errors lead to open book. Suspecting hw error problem with twi interface or with ad5161 chip, fault isolated to the hardware. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 15 and 63 alarms are confirmed. Pump error 63 alarm caused a critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.